Manufacturer narrative:
Additional information: h6 (patient and device codes), h7, h9. Investigation conclusion: the reported complaint of a pcu keypad failing was confirmed during testing. Significant trace damage and contamination was observed during an internal inspection of the keypad. Previous cad failure investigations have identified this issue associated with fluid ingress entering the keypad resulting in contaminated keypad traces. Consequently, the keypad circuit layer becomes damaged, creating an open or short circuit producing unresponsive keypad keys when corresponding keys are pressed. Device inspection: an external and internal inspection of the customer¿s pcu exhibited dried fluid ingress on the circuit layer and trace damage. Root cause analysis: electrical failure ¿ design. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3 other text : only a keypad was received for investigation.

Event description:
It was reported that the pcu failed to power on. It was noted that the red led (fault indicator) near the system on button was illuminated. It is believed that the issue is due to a defective keypad. There was no patient harm. The issue was noted before patient use.

Manufacturer narrative:
Additional information: g3 (report source)

Event description:
It was reported that the pcu failed to power on. It was noted that the red led (fault indicator) near the system on button was illuminated. It is believed that the issue is due to a defective keypad. There was no patient harm. The issue was noted before patient use.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the pcu failed to power on. It was noted that the red led (fault indicator) near the system on button was illuminated. It is believed that the issue is due to a defective keypad. There was no patient harm. The issue was noted before patient use.